Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon was duplicated and the ccd unit of the subject device was broken. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Based upon the information from sorc, olympus medical systems corp. (Omsc) surmised that the reported phenomenon occurred due to failure of the ccd unit. The exact cause of failure of the ccd unit could not be conclusively determined.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, the endoscopic image of the subject device disappeared. The event date was unknown. Other detailed information was not provided. There was no report of patient injury associated with the event.